Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 460mg/dl. The customer was throwing up, shaking, nauseous, and could not get her glucose level to come down. Troubleshooting was performed, and the drive support cap was protruded. The caller stated that it popped out and she pushed back in. The customer was unsure, but believes the device it was dropped at some point, which contributed to the damage. She also mentioned that the damage goes from the support cap to the screen and another on the reservoir that it goes all the way to the screen as well. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump received with a protruded/loose drive support disk. Unable to perform the basic occlusion, prime and excessive no delivery tests due to the protruded/loose drive support disk. A cracked case, cracked lcd window, cracked resrvoir tube lip, broken belt clip slot and scratched display window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.